Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t, cardiac t (troponin t). The erroneous results were reported outside of the laboratory. The initial troponin t result was 3 ng/l. This result was reported outside of the laboratory. A 2nd sample was obtained and the result was 62 ng/l. Due to this result the clinician requested the initial sample be repeated. The repeat result was 54.3 ng/l. The report was amended to reflect the repeat result. No adverse event occurred. The troponin t reagent lot number and expiration date were not provided. It was noted that the customer was running 13x100 mm tubes in racks without inserts. The customer indicates they have taken the action of ensuring that sample tubes are run in racks with inserts. The laboratory staff has been made aware that manually inserted sample tubes should be vertical.

Manufacturer narrative:
The troponin t reagent lot number was 181799. Calibration and quality controls were acceptable. Based on the review of the alarm trace, there was no indication of an issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the clotting time could not be provided, this cannot be excluded as a root cause. The possible root cause may be related to the too short centrifugation time of 5 minutes (recommended time is 10 minutes) or too high g-force of 3577 (recommended g-force is 1100-1300). The customer uses 13 mm tubes without inserts which could also cause pipetting issues.